Event description:
It was reported that during implant, the doctor was unable to connect the lead to the pacemaker. The pacemaker was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was lodged.

Event description:
It was reported that during implant doctor was unable to connect the lead to the pacemaker. The pacemaker was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside (B)(6). All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.